Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were experiencing diaphragmatic stimulation that was keeping them awake. Follow up concluded the left ventricular (lv) lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.